Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 98 mg/dl. The customer tested at 48 mg/dl. The customer stated that the batteries lasted 3 days at most. The customer does wait for the screen to timeout after each use. The product was not returned for analysis.